Event description:
The customer reported that the system displayed a communication error message and was inoperable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5v on the fluoro functions board was adjusted and the plug on the power signal interface board was reconnected. The system was tested and found to be working as intended and put back into service.